Manufacturer narrative:
Product grid updated to suspect ext tubing, instead of 20129e. Additional information added to: brand name,common device name, device identification, & concomitant medical products and therapy dates. Correction; adverse event problem (patient code). The customer¿s report that the extension tubing set male luer cracked and leaked at the connection to the filter set was not confirmed as the reported suspect extension set was not received. The received set was inspected for kinks, holes/tears in the tubing or damages to the components. No obvious damages or issues were observed. Visual inspection and functional testing of the received filter set observed no issues. Functional testing was performed on the set and no leak or any issue was observed. The reported suspect extension set was not received. The root cause was not identified.

Event description:
It was reported that during a lipid infusion in the nicu, the extension tubing set male luer cracked and leaked at the connection to the syringe tubing set with the filter. It was recommended that the customer have minimal amount of connections and will be trailing a syringe set with a built-in filter for lipid administration. The customer later stated that there were no adverse effects caused to the neonate patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that in the nicu the tubing set broke and leaked at the point where the tubing set connects to the syringe set and not at the patient connection. It was recommended that the customer have minimal amount of connections and will be trialing a syringe set with a built-in filter for lipid administration.